Event description:
As described as the user facility: burning smell when charging reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): defect confirmed. Results description: the event reported was related to the spacecom #8713160u with evidence of fluid which requires replacement. While the event reported was observed on the device, our evaluation indicated that the failure was not attributed to a b. Braun process or product failure, and that potential misuse or mishandling of the device or device components were more likely to cause the failure mode to occur. Device was sent to be serviced and for preventive maintenance.